Manufacturer narrative:
The user reported missing readings and alarms due to incompatibility issue. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with samsung s921b with android operating system version 16 and app version 2.12.1.11476. As a result, customer was unable to monitor glucose readings and no glucose alarms. The customer experienced symptoms described as "viscerally white, temperature 33 degree celsius", loss of consciousness, unresponsive and was unable to self-treat. An ambulance was called and responded, the customer was then provided with glucose infusion by a healthcare professional for a diagnosis of hypoglycemia there was no report of death or permanent impairment associated with this event.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with samsung s921b with android operating system and version 16. As a result, customer was unable to monitor glucose readings and no glucose alarms. The customer experienced symptoms described as "viscerally white, temperature 33 degree celsius", loss of consciousness, unresponsive and was unable to self-treat. An ambulance was called and responded, the customer was then provided with glucose infusion by a healthcare professional for a diagnosis of hypoglycemia there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a netherlands customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.